Event description:
Bard davol x-stream laparoscopic irrigation tubing set was opened onto the field, irrigation was spiked, and the device began to leak. Defective device was removed from the field and replaced with a new one. No further issues were encountered.